Manufacturer narrative:
Device evaluated by MFR.: mustang device - 9.0 x 40, 75cm was received for analysis. The device was received in two sections due to a shaft break and complete circumferential tear. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located at the proximal balloon sleeve. The balloon material was also torn longitudinally beginning at the circumferential tear and extending approximately 40mm distal across the balloon material. The balloon material had been pushed distally towards the tip of the device. This type of damage most probably occurred when the device was being withdrawn through the sheath. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found the shaft of the device to have completely detached at the tip to shaft bond. Severe stretching damage located at more than one location distal of the proximal markerband. This type of damage is consistent with excessive tensile force being applied to the device. A visual examination found the distal markerband to have completely detached from the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon detachment occurred. A 9.0 x 40, 75cm mustang balloon catheter was advanced for treatment. However, it was noticed that the balloon was completely detached from the catheter. They removed the balloon via snare and completed the procedure without opening another device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon detachment occurred. The 100% stenosed target lesion was located in a non-tortuous and non-calcified arteriovenous fistula. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, after the device sufficiently dilated the lesion, the balloon was deflated and the device was attempted to be removed. However, the balloon completely detached from the catheter. The balloon was removed via snaring and the procedure was terminated. No patient complications were reported. The patient is fine and well.